Event description:
It was reported that during surgery in (B)(6) of 2024, device malfunctioned and procedure was rescheduled. There was a patient involved but no impact or harm reported. Procedure was completed with another device. Due diligence information in process but no additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the device history record identified no deviations or anomalies during manufacturing. Following sections were updated or corrected: a2, b2, b4, b5, d1, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.